Event description:
After two days of iab therapy, alarms sounded and blood was noted in the tubing. Pumping was discontinued and the iab was removed and replaced the second iab was removed electively. The pt expired later due to illness.